Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft was explanted due to a contained ruptured aneurysm and broken sutures. The stent graft had migrated and its proximal end was found in the aneurysm sac. The stent graft was explanted after which the pt was sent to the intensive care unit. Attempts to obtain add'l info and the explanted stent graft were unsuccessful. No add'l clinical sequelae were reported.